Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer's insulin pump keeps draining the batteries quickly. Caller was advised that the average battery life is a week. Caller reported that the customer woke up with a high blood glucose of 444 mg/dl and the pump had a no delivery and a dead battery. Customer treated by changing everything including the battery and then gave a bolus. Customer's blood glucose was over 500 mg/dl when they noticed that the battery was draining quickly. Customer was using (B)(6) batteries. Customer was also receiving low battery alerts. Customer's mother hung up before the call ended properly. Caller was at work.